Event description:
The iab was inserted without difficulty. When the physician connected the hemostasis device and sleeve, there was oozing at the connection. Due to this situation, the iab was removed and replaced. There were no patient complications.